Event description:
History of bilateral breast augmentation with silicone implants 18 years ago. After 3 mos, sustained an injury right breast: persistent deformity. C/o atypical shape of rt breast compared to left. Pt would also like to be larger. In 2001 pt underwent bilateral capsulectomy and implant removal. Rt implant removed intact. Lt implant was ruptured. Pt also underwent bilateral breast augmentation with silicone gel implants 450cc - mentor - and bilateral mastopexy.